Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation burning smell and it suddenly shut off. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the pil and observed top of dreamstation 2 had light scratches on it. Iso port had dust-like contamination and tiny hairs/fibers in it and a potential mineral deposit spot in it. Heater plate had slight dust-like contamination on it and potential mineral deposit spots on it. Top enclosure, vertical section had potential mineral deposit spots on the outside of it. Inlet/outlet seal had tiny white dust-like contamination on it. Inside of water tank lid had potential mineral deposit stains on it. Water tank had dust-like contamination and potential mineral deposit stains in it. Water tank outside bottom of pan had potential mineral deposit stains on it. Back of display had a potential brown mark on it. Iso port tube had potential mineral deposit spots in it. Heated tube circuit and its surrounding area of the pca (printed circuit assembly) were blown and was black charred. Dust-like white contamination and some potential hairs/fibers at the air inlet of the blower box. Slight dust-like contamination and hairs/fibers in the blower box. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped.